Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives cut very badly therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives cut very badly during surgery. There was no report of any patient harm. Additional information has been requested.